Event description:
It was reported that during set up and pre run testing for a lap hernia repair, an unknown error occurred. The handpiece was replaced and the case was completed successfully with no patient consequence.